Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6). Lab. Albumin 1.9; low (3.4-5.0). On (B)(6) 2006: (B)(6). Lab. Albumin 1.6; low (3.4-5.0). On (B)(6) 2007: (B)(6). (B)(6), md. History and physical. Reason for admission: laparoscopic ventral hernia repair with possible conversion to open. History of present illness: underwent emergent laparotomy prior and over past several months has developed a mid abdomen swelling which is enlarging. Exam: weight 225 lbs, large protrusion mid abdomen along midline incision site. Assessment/plan: incisional hernia. To operating room for laparoscopic ventral herniorrhaphy with possible conversion to open. On (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Ventral hernia. Procedure: laparoscopic ventral herniorrhaphy. Anesthesia: general. Findings: two ventral defects 5 x 5 and 10 x 9. During the procedure meticulous hemostasis was maintained. Estimated blood loss: minimal less than 10 ml. Drains: none. Specimens: none. Complications: none. Disposition: awakened and extubated to pacu. Description of procedure: ¿ the patient was brought to the operating room, laid in supine position and anesthesia induced. Once anesthetized, the patient was prepped and draped in the normal sterile fashion . A 12 millimeter trocar was used to do an appropriate size incision in the left upper quadrant under direct visualization, and the abdomen was entered. The abdomen was then insufflated. Two more ports were placed in the lateral left side. Using the two 5 millimeter ports placed in the lateral left side, the hernia and adhesed omentum and bowel were removed from the anterior abdominal wall. This was allowed to drop back into its anatomical position of the abdomen. Once this had been completed and the defects were exposed, the defects were measured 5 x 5 and 10 x 9 cm. An appropriate sized mesh was used to generate a 4 centimeter overlap on each side. This included 16 x 20 mesh, 8-x 12 centimeters. The mesh than had overlap on each side. This included 18 x 20 mesh, 8 x 12 centimeters. The mesh than had sutures placed in it at the 10 points at the corners equidistant on the edges into the abdomen. Using a #11 blade, 10 small incisions were made through the skin and the cut. There was also a bleb of anesthesia administered to the peritoneum under direct visualization. A spinal needle with a looped pds was then placed through the incisions, and the sutures that were tied through the mesh were passed through these and pulled out through the anterior abdominal wall. Sutures were placed on each of these until all six had been completed. These were then tied in place. A packing device was then placed and used to put packs to the points around the mesh that were not secured by the sutures. The inferior defect was closed in an analogous manner using a 8 x 12 centimeter mesh. These having been done, the repair was examined, and we found to have good coverage of the defection to be well secured to the anterior abdominal wall. The bowel was once again examined to ensure hemostasis. This being confirmed, the insufflation was allowed to escape, and under direct visualization the coverage of the mesh was again confirmed. After this was done, the trocar sites were closed with a 4-0 vicryl, the puncture wounds made for the ties were closed with steri-strips. The patient was then awakened, extubated, and transported to pacu.¿ on (B)(6) 2007: (B)(6). Implant sticker. Procedure: laparoscopic ventral hernia repair with mesh. Implant: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 04682433. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc06/04682433) was implanted during the procedure. On (B)(6) 2007: (B)(6). Implant sticker. Procedure: laparoscopic ventral hernia repair with mesh. Implant: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 04667433. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/04667433) was implanted during the procedure. On (B)(6) 2007: (B)(6). (B)(6), md. Operative note. Pre/postoperative diagnosis: ventral incisional hernia. Procedure: laparoscopic ventral herniorrhaphy. Findings: ventral hernia; 2 significant defects 5x5 and 10x9 (inferior and superior respectively). Specimens: none. Mesh x two used; 18 x 24 cm, 8 x 12 cm. On (B)(6) 2007: (B)(6). [Illegible nurse signature]. Discharge instructions. May remove dressing after 24 hours, may tub bath or shower starting day after surgery, be up and about as much as possible. No lifting or straining; less than 25 pounds until follow up. No driving while taking percocet. Call doctor if [illegible] or drainage with odor, redness at surgical site, also temperature greater than 101. On (B)(6) 2007: (B)(6). (B)(6), md. History and physical. Reason for admission: suture release, suture granuloma removal. Status post laparoscopic ventral herniorrhaphy with stitch pulling right lower quadrant. Exam: abdomen soft, non-tender, non-distended, normoactive bowel sounds. Assessment/plan: status post laparoscopic ventral herniorrhaphy with tenderness and pulling at anchor suture site, right lower quadrant. To operating room for release of fascial suture, suture granuloma removal. On (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6). Preoperative diagnosis: suture granuloma. Postoperative diagnosis: same. Procedure: excision of granuloma and fascial release of same. Anesthesia: mac [monitored anesthesia care]. Findings: fascial granuloma. Estimated blood loss: less than 10 cc¿s. Specimens removed: none. Drains: none. Complications: none. Disposition: awake to packing and to recovery. Operative indications: the patient is a 52 year old woman who is status post lap ventral herniorrhaphy who had tenderness and some dimpling at one of the anchor sutures in the right lower quadrant. The patient was attempted to be controlled with analgesia over time without resolution over the intercadent [sic]. Because the discussions were held with the patient and explained that this might be a suture that was pulling down on the fascia the patient is requesting surgical intervention. The decision was made to take patient to the operating room for same. Operative findings: the patient was found to have a suture granuloma and this granuloma was involving the overlying fascia likely scarpa fascia. There was no involvement of the deep dermis. Once this had been released the skin returned to its normal position. Operation in detail: ¿the patient was brought to the operating room and put in supine position. Anesthesia was induced once an assessment appropriate level of mac. The patient was prepped and draped in a normal sterile fashion. The site which had previously been marked was instilled with 1% lidocaine with epinephrine mixed with 0.5% marcaine and a 50/50 mixture. After this had been done a small skin incision was made directly over the site of the suture dimpling. Dissection was carried down through the subcutaneous tissue to expose the fascia and a suture granuloma was encountered. The suture granuloma was released from the overlying fascia with return of the skin to its normal location and appearance. The patient was then awakened, extubated and transported to packing for recovery.¿ on (B)(6) 2008: (B)(6). (B)(6), md. History and physical. States has a bulge above umbilical area. Weight 252 lbs. Abdomen soft, non-tender, non-distended, normoactive bowel sounds. Plan: CT of abdomen and pelvis to evaluate for recurrence. On (B)(6) 2008: [missing records: records for the CT scan of the abdomen/pelvis ¿to evaluate for recurrence¿ were not provided.] On (B)(6) 2016: (B)(6). (B)(6), md. Radiology-abdominal series. Reason for exam: nausea with vomiting. Reason for visit: abdominal pain, nausea, weak back and bilateral leg pain. Conclusion: no dilated bowel loops are identified to suggest obstruction. Postoperative changes in the abdomen, as before with stimulator device and hernia repair markers. No acute thoracic abnormality seen. On (B)(6) 2018: (B)(6). (B)(6), md. Radiology-abdomen flat and upright. Reason for exam: abdominal pain. Reason for visit: infected wound. Indications: right abdominal pain post abdominal surgery to replace a gastric stimulator battery. Findings: gastric stimulator is noted to be in place the leads projecting over the midline of the abdomen. Conclusion: normal bowel gas pattern. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: product identification records for the alleged ¿gore-tex ventral hernia patch¿ were not provided. (B)(6) 2006: [missing records: records detailing the allegations of additional surgery were not provided.] (B)(6) 2006: twin lakes regional medical center. Kenneth g. Dennison, md. Radiology-abdomen series. Reason for exam: small bowel resect with j-tube placement. Impression: poor inspiration. Basilar atelectasis and left effusion. Postsurgical change left upper quadrant. Single loop of dilated small bowel, question focal ileus. (B)(6) 2006: (B)(6). Lab. White blood cells 11.5; high (4.8-10.8). (B)(6) 2006: (B)(6). Radiology-abdomen series. Reason for exam: abdominal pain. Impression: question partial small bowel obstruction versus focal ileus. (B)(6) 2006: (B)(6). Microbiology. Culture: moderate growth yeast. (B)(6) 2006: (B)(6). Discharge summary. Principal diagnosis: acute surgical abdomen. Found operatively to have multiple enterotomies in the small bowel likely related to recent j-tube placement. Secondary diagnosis: multiple medical comorbidities including gastroparesis for which she had j-tube placed in the past for supplemental nutrition. Principal procedure: exploratory laparotomy. Found to have multiple enterotomies, which resulted in partial small bowel resection with primary anastomosis and replacement of j-tube. Reason for hospitalization: acute surgical abdomen and was transferred to this hospital in critical care. Significant findings: found to have acute surgical abdomen clinically, this was supplemented by plain films, which showed free air in the abdomen. At exploration, the patient was found to have free spillage into the abdomen resulting peritonitis. The enterotomies where in an area adjacent to the placement of the j-tube. It was unclear as to whether the j-tube had eroded through the wall or if placement of the j-tube/replacement of the j-tube percutaneously at an outlying institution had led to the perforation via guidewire or other form of manipulation. These areas were removed and primary anastomosis performed. In addition to the excision of the bowel, there was replacement of the j-tube, which was found to have free flow on testing within the operating room. Hospital course: her advancement was markedly slowed by gradual return of bowel function. Additionally, was found to have a funcal [sic] infection around the j tube site and under her panus [sic] on the left side. This was treated unsuccessfully with a topical antifungal leading to treatment with diflucan with resolution of the rash. The rash might have been secondary to antibiotic therapy or simply due to the local factors given the patient¿s body habitus. Follow up: twin lakes surgical associates in two weeks. The patient was returned to the care of dr. O¿ donoghue in breckinridge memorial county hospital. (B)(6) 2007: [missing records: operative report for hernia repair was not provided.] (B)(6) 2010: [missing records: records for the CT scan of the abdomen/pelvis were not provided.] (B)(6) 2011: [missing records: records for the CT scan of the abdomen/pelvis for ¿right sided abdominal pain, nausea and vomiting¿ were not provided.] (B)(6) 2013: (B)(4). Microbiology. Source: sputum. Site: et [endotracheal tube] aspirate. Gram stain: greater than 25 wbc per lpf. Less than 10 epithelial cells per lpf. Mucous. 4+ gram positive cocci in pairs and clusters. Few gram negative diplococci (extracellular). Sputum culture: no normal flora. Heavy growth staphylococcus aureus; mrsa. (B)(6) 2016: (B)(4).. Microbiology. Source: urine. Urine culture: streptococcus agalacticae- (group b). (B)(6) 2016: (B)(6). (B)(6). Radiology- CT abdomen/pelvis. Reason for exam: abdominal pain. Comparison: (B)(6) 2011. Conclusion: mild abnormal dilatation the bile ducts has gotten worse when compared to the previous study performed on (B)(6) 2011. No evidence of stone or mass in the common bile duct. The pancreas is normal. Status post cholecystectomy. Small amount of ascites in the right upper quadrant the abdomen. Surgical repair of anterior abdominal wall hernia with surgical mesh. The mesh appears to have broken in the midline. Electrical stimulation device with electrode leading to the wall of the stomach. Findings consistent with small bowel obstruction. No evidence of free intraperitoneal gas. Small amount of fluid in the pelvis. Status post hysterectomy. Mild diverticulosis in the sigmoid colon. No evidence of appendicitis. (B)(6) 2016: (B)(6). Radiology- abdomen flat and upright. Reason for exam: small bowel obstruction. Conclusion: nonspecific bowel gas pattern with gas-distended and a few dilated loops of small bowel in the right upper and mid abdominal quadrant. Gastric stimulator device. (B)(6) 2016: (B)(6). Radiology-upper gastrointestinal with air and small bowel. Reason for exam: small bowel obstruction. Conclusion: relative stasis of the barium bolus within the cardia and fundus of the stomach. No constricting or ulcerative lesions. Gastric stimulator device. No gastroesophageal reflux. Poor progression of contrast during attempt at small bowel follow-through examination is probably secondary to history of gastroparesis. Please correlate with proper functioning of the stimulator device. As clinically indicated delayed abdominal imaging to assess progression of the oral bolus through the distal small bowel and large bowel can be performed per dr. Oti. (B)(6) 2016: (B)(6). Radiology-abdomen flat and upright. Reason for exam: small bowel obstruction. Conclusion: there are contrast-filled loops of dilated small bowel in the mid and left abdominal quadrant suspicious for obstructive bowel pattern and continued retracted followup to document a transition point and to further evaluate progression into the large intestine recommended. Addendum: gastric stimulator device. (B)(6) 2016: (B)(6). Radiology-abdomen flat and upright. Reason for exam: abdominal pain and nausea. Conclusion: there remain findings suggestive of a small bowel obstruction. (B)(6) 2016: (B)(6). Radiology- abdomen flat and upright. Reason for exam: small bowel obstruction. Conclusion: stable findings compatible with small bowel obstruction. Nasogastric tube tip in unchanged position overlying the proximal stomach. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction due to intraabdominal adhesions. Procedure: exploratory laparotomy with lysis of adhesions and small bowel resection. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 100 ml. Specimens: small bowel segment. Drains: ng tube and foley. Indications: the patient is a 61 year-old female who had been admitted a few days ago with a clinical small bowel obstruction. She had failed to improve with supportive therapy, and the decision was made to proceed with an exploratory laparotomy. Description of procedure: ¿she was taken to the operating room and placed on the table in a supine position. After induction of general endotracheal anesthesia, her abdomen was prepped and draped sterilely. We re-opened an old midline laparotomy incision with a 10 blade scalpel. We dissected down through the subcutaneous tissues and encountered an old gore-tex ventral hernia patch in an inlay position. We opened that hernia patch with curved mayo scissors and began to explore the abdomen. There were omental and small bowel adhesions up to the anterior abdominal wall, and these were carefully taken down with metzenbaum scissor dissection. Inferiorly, there was a loop of small bowel, which was densely adherent to the inferior aspect of the hernia patch. There was an adhesion there, which a knuckle of bowel had gotten stuck through, and this was producing the small bowel obstruction. We divided the adhesion and then dissected the small bowel down from that patch. There appeared to be a stricture there, and distally, the bowel seemed to be decompressed. There was a very short segment of jejunum, which looked fairly inflamed. I went ahead and divided the small bowel proximal to this with a firing of the 55 linear cutting stapler and then divided the small bowel distally from the stricture with another firing of the 55 linear cutting stapler. We took down the mesentery to the short segment of small bowel between hemostats and ligated it with 2-0 silk ties. After removing this specimen from the field, we then did a primary anastomosis between the two ends of the small bowel with another firing of the 55 linear cutting stapler. I then closed that anastomosis with a running 3-0 vicryl suture and a row of inverting lembert 3-0 silk suture. At this point, we irrigated out the operative field with copious amounts of sterile saline and suctioned it dry. We reduced the small bowel into the abdomen. We appeared to have good hemostasis. We went ahead and re-closed the abdominal wall with interrupted 0-vicryl sutures and did an en masse closure incorporating native fascia as well as the inlay hernia patch. Once all of our sutures were tied, we appeared to have a secure abdominal wall closure. The skin was closed with staples. Sterile dressings were applied. She was taken to the postanesthesia recovery room in stable condition.¿ (B)(6) 2016: (B)(6). Pathology report. Accession: s-166716. Final pathologic diagnosis: small bowel segment, resection: serosal adhesions, foreign body granulomas, stricture, negative for malignancy. Microscopic description: microscopic examination performed. Clinical information: pre-op dx: small bowel obstruction. Specimen(s) submitted: small bowel resection (non-tumor). Description: removed from body: 1845; placed in formalin: 1910. Formalin/lawson, donna joe and small bowel segment/contents: an 11.0 cm in length segment of small bowel with opposing stapled resection margins and a small amount of attached adipose tissue. The serosa is a tan-pink and diffusely shaggy with fibrous adhesions and tan-gray exudate, and a 2.0 x 1.0 cm area with adherent silver metallic wire, 3.8 cm from one margin and 6.5 cm from the opposing margin. A possible stricture is present 0.7 cm from the nearest margin. The specimen is opened to reveal tan mucosa with normal folds, a wall thickness of 0.3-0.4 cm, and an open circumference of 3.5 cm in the strictured area to 4.8 cm in the non-strictured area. Sectioning of the adherent hardware reveals white surgical mesh and three spiral-shaped places of silver metal attaching it to the bowel wall. No masses are grossly present. No lymph nodes are found in the surrounding adipose tissue. Representative sections are submitted as follows: 1 - margin nearest to adherent hardware, en face; 2 ¿ opposing margin nearest to strictured area, en face; 3-4- bowel with adhesions, exudate and adherent hardware; 5 ¿strictured bowel. (B)(6) 2016: (b)(6 microbiology. Source: urine. Site: clean. Urine culture: enterococcus faecalis (group d). (B)(6) 2016: (B)(6). Microbiology. Source: urine. Urine culture: enterococcus faecalis (group d). (B)(6) 2016: (B)(6). Microbiology. Source: urine. Urine culture: enterococcus faecalis (group d). (B)(6) 2016: [missing records: records for the x-ray abdomen series; acute performed for ¿lower abd pain¿ were not provided.] (B)(6) 2016: (B)(6). Microbiology. Source: wound/abscess/drain. Wound culture: moderate growth pseudomonas aeruginosa. Light growth enterococcus faecalis (group d). (B)(6) 2016: (B)(6). Microbiology. Source: wound/abscess/drain. Wound culture: light growth pseudomonas aeruginosa. Light growth enterococcus faecalis (group d). (B)(6) 2016: (B)(6). Radiology-CT abdomen. Reason for exam: abdominal pain. Conclusion: increased attenuation of the soft tissues around the mesh at the ventral abdominal wall and adjacent soft tissues which could represent inflammatory phlegmon. No abscess is seen. [Missing records: records of the CT scan of the abdomen/pelvis performed for ¿non healing incision in mid abd¿ were not provided.] 11/30/16: (B)(6). Operative report. Preoperative diagnosis: infected abdominal wall mesh. Recurrent ventral hernia. Postoperative diagnosis: infected abdominal wall mesh. Recurrent ventral hernia. Procedures performed: repair of recurrent ventral hernia with removal of infected abdominal wall mesh. First assistant: ms. Dianna cothern. Anesthesia: general endotracheal. Estimated blood loss: 50 ml. Specimens: none. Indications: the patient is a 61 year old female who has an infected gore tex abdominal wall hernia patch. She had failed to improve with multiple rounds of antibiotics and the decision was made to proceed with an excision of this infected abdominal wall hernia patch with abdominal wall reconstruction. Description of procedure: ¿she was taken to the operating room and placed on the table in the supine position. After induction of general endotracheal anesthesia, her abdomen was prepped and draped sterilely. We reopened her midline incision with a 10 blade scalpel. We dissected down to the subcutaneous tissues and dissected down to the level of the abdomen wall and identified an obviously infected gore tex hernia patch. We went ahead and removed the patch in its entirety using the bovie and suture scissors. After removing the hernia patch from the field, we also went ahead and removed some old suture material from the level of the abdominal wall. There was an inflammatory rind overlying the bowel. We irrigated out the abdomen with sterile saline. We then achieved adequate hemostasis with the bovie. We had a moderate sized hernia defect, but I was able to primarily close the abdominal wall without much tension with interrupted 0-vicryl sutures. Once all of our sutures were tied, we appeared to have a secure closure of her abdominal wall. We closed the skin loosely with staples. Sterile dressing were applied and she was taken to the postanesthesia recovery room in stable condition.¿ (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the 11/30/16 procedure was not provided.] (B)(6) 2016: (B)(6). Microbiology. Source: wound/abscess/drain. Site: abdominal wall. Wound culture: moderate growth pseudomonas aeruginosa. (B)(6) 2017: [missing records: records detailing type of ¿surgery cancelled¿ were not provided.] (B)(6) 2017: (B)(6). Microbiology. Source: urine. Urine culture: klebsiella pneumoniae. (B)(6) 2017: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain. Conclusion: short segment of mildly air distended mid to distal small bowel with a transition point in the right lower quadrant, possibly early or partial small bowel obstruction. Small bowel nonspecific free fluid in the pelvis. (B)(6) 2017: (B)(6). Radiology-abdomen flat and upright. Reason for exam: small bowel obstruction. Conclusion: nonobstructive bowel gas pattern. (B)(6) 2017: (B)(6). Radiology-abdomen flat and upright. Indications: abdomen and lower back pain. History of bowel obstruction 3 weeks ago. Conclusion: no acute intraabdominal or intrapelvic process identified. There is mild prominence of the bowel loop within the left midabdomen which may be related to a nonspecific enteritis. (B)(6) 2018: (B)(6). Microbiology. Source: urine. Urine culture: escherichia coli. (B)(6) 2018:(B)(6). Microbiology. Source: urine. Urine culture: klebsiella pneumoniae. (B)(6) 2018: (B)(6). Radiology- abdomen flat and upright. Reason for exam: nausea with vomiting. Conclusion: electronic device in the right flank compatible with gastric stimulator. Nonspecific nonobstructive bowel gas pattern. Postoperative changes of the left abdomen with bowel sutures. Mild to moderate of stool is seen. (B)(6) 2018: hardin memorial hospital. Jesse bryant IV, md. Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain. Impression: mild wall thickening in the cecum may be secondary to spasm or mild colitis. (B)(6) 2018: [missing records: records detailing the ER visit for ¿post op complaint¿ were not provided.] (B)(6) 2018: (B)(6). Microbiology. Source: wound/abscess/drain. Site: abdomen. Wound culture: light growth staphylococcus aureus. (B)(6) 2018: [missing records: records for the x-ray abdomen series; acute for ¿right abdominal pain post abdominal surgery to replace a gastric stimulator battery¿ were not provided.] (B)(6) 2018: [missing records: records detailing the ER visit for ¿infected wound¿ were not provided.] (B)(6) 2018: (B)(6). Microbiology. Source: wound/abscess/drain. Site: abdomen right. Wound culture: moderate growth staphylococcus aureus. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby two gore® dualmesh® biomaterial were implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, mesh broke and additional surgery on (B)(6) 2006 (note date is prior to date of implant of gore devices). Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. This event is a duplicate to MFR report #2017233-2019-00591 and MFR report #2017233-2019-00592; which was closed as code 4316 (appropriate term/code not available) is being used for: duplicate complaint. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for manufacturing evaluation.